Event description:
During an atrial flutter ablation procedure, a farawave nav catheter was selected for use. Use of the catheter to treat atrial flutter is constituted as off-label use of the catheter. During set up of the catheter, a fluid leak was detected at the flush port. No air was observed in the patient. The catheter was replaced, resolving the issue. The procedure completed without any patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.